Event description:
An attempt was made to deploy a 3.0mm diameter x 15mm length endeavor rx drug-eluting coronary stent into a patient. The target lesion, located in the rca was described as highly calcified. The lesion was pre-dilated; however, it was reported that resistance was met and the relevant device could not cross the lesion. Upon withdrawal from the patient, the physician noted that the stent was damaged. The patient is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4) other, stent deformed in vivo during positioning. Eval, results: failure to deliver the stent, stent deformation; heavy calcification. Conclusion: heavy calcification. Patient: stent deformed in vivo during positioning. Evaluation: summary: medtronic has received the device and its analysis has been completed. The stent, although positioned on the balloon between the inner shaft markers and balloon pillows, was damaged at the proximal end and flared at the distal end.